Event description:
Customer reportedly obtained results of 445 mg/dl and 206 mg/dl on the aviva system within 10 minutes. An additional comparison reported results of hi (greater than 600 mg/dl) and 219 mg/dl on the aviva system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.